Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced mouth tremors and tingling in the left arm. The patient had taken a fall approximately two weeks prior, landing on their left side, but the symptoms did not appear until two weeks after the fall. The symptoms began on a wednesday evening. The device's battery was checked and found to be charged at 75%, with therapy active. The patient was advised to consult their healthcare provider for further evaluation. The issue was not resolved. Additional information was received from the healthcare provider the cause of the patient's symptoms was high impedance at an active contact. The symptoms resolved after reprogramming.